Manufacturer narrative:
Through good faith efforts, the field service engineer (fse) confirmed that the device didn't have issues with the sound or the speaker. There wasno start up sound since the device did not power on. Therefore, the issue was resolved by the customer with the nbp pump replacement. The customer also wanted to know what the product details in case the speaker needed to be replaced. The fse provided information to the customer. This was resolved by the customer with the nbp pump replacement. The customer also wanted to know what the product details in case the speaker needed to be replaced. Based on available evidence, the reported issue has not been confirmed. The customer was provided with information. The investigation concludes that no further action is required at this time. If additional information is received, the claim file will reopen.

Event description:
The customer reported that the device has no sound. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter and reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.